Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System operates as intended.

Event description:
Customer reported poor image quality of subtraction runs and cine runs flash. No pt injury was reported.